Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The spouse reported he found the patient slumped over on wheelchair on (B)(6) 2013. The spouse did not know what the continuous glucose meter was reading at the time of the event. The sensor was worn for the full seven days. The spouse gave the patient glucagon, by the time paramedics arrived the patient came to. Current condition of patient at the time of the report: patient came out of shock and was okay by the time paramedics arrived.